Event description:
Medtronic midas rex burr broke while in use; components contained within proper attachment. Use stopped immediately. All components removed without negative impact to the patient. FDA safety report ID# (B)(4).